Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that with reference electrode 0, impendence's are as follows for the below electrodes that are considered ¿avoid¿: electrode 1: 2010 electrode 2: 810 electrode 3: 2020 electrode 4: 2020 electrode 5: 700 electrode 6: 680 electrode 7: 820 electrode 8: 660 electrode 9: 690 electrode 14: 15680 the cause of this is undetermined. No actions to be taken at this time as the patient is getting good coverage with the ¿good¿ electrodes. To rep's knowledge, the issue is ongoing; however, the patient is getting good coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep is meeting with pt per their doctor's request following a fall that occurred a couple months ago. Caller reported patient has been and still is getting good pain relief. Caller checked impedances and found that many said 'avoid'. Caller noted patient has not seen any error messages on screen. Caller reported patient uses group a and contacts 11/13 and 10/12 and checked those impedance values on those pairing and they show within range. Caller will let patient know if they have any therapy changes they will check impedance values again. No symptoms were reported.